Event description:
Caller wants to report death of their child because of a vacuum extractor used during delivery. After 4 applications and multiple "pop-offs" pt born with 3 inch fracture with exposed brain tissue and crushed skull. Also, there was injury to one side of pt's forehead above right eye. When CPR was done, it was noticed that gray matter and blood were coming from puncture in scalp. Caller feels doctor and hospital are negligent in not reporting this to FDA.